Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; the patient was not reimplanted.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient underwent a skin flap revision surgery on (B)(6), 2011 to treat an extrusion of the device subsequent to skin flap necrosis. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.